Event description:
It was reported by service report that the restraint strap had holes in it. The customer reported that there was pt involvement. However, no adverse consequences are reported.

Manufacturer narrative:
Restraint strap.